Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The exact age of the patient is unknown however, the patient is over 18 years old.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The device was placed in (B)(6) 2011 (exact day is unknown). According to the complainant, the j-tube bent 10cm from its end causing the tube to occlude. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2011: there was nutrition and other medications that were administered in addition to the duodopa. The exact names are unknown. This patient has severe swallowing disorders.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The device was placed in (B)(6) 2011 (exact day is unknown). According to the complainant, the j-tube bent 10cm from its end causing the tube to occlude. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.